Event description:
The initial reporter questioned results for 8 patient samples tested for either calcium gen.2 (ca2) or creatinine between two cobas 8000 c702 modules (module 1 and module 2). Of the data provided, the results for 3 patient samples were discrepant for ca2, and 1 patient sample was discrepant for creatinine. The samples were repeated due to results not corresponding to the patient¿s clinical history. It is not clear which, or if any, results were believed to be correct. Patient 1 initial ca2 from module 1 was 8.9 mg/dl. The repeat result from module 2 was 7.4 mg/dl. Patient 2 initial ca2 from module 1 was 7.9 mg/dl. The repeat result from module 2 was 5.4 mg/dl. Patient 3 initial ca2 from module 1 was 8.0 mg/dl. The repeat result from module 2 was 5.7 mg/dl. Patient 4 initial creatinine from module 1 was 1.03 mg/dl. The repeat result from module 2 was 0.59 mg/dl.

Manufacturer narrative:
C702 module 1 serial number was (B)(6). C702 module 2 serial number was (B)(6).. The ca2 reagent lot number was 89895601 with an expiration date of 30-nov-2026. The creatinine reagent lot number and expiration date were not provided. For c702 module 2: the field service engineer (fse) found a broken hose at the cell rinse station. After replacing the hose, the issue was resolved. For c702 module 1: the alarm trace showed multiple abnormal aspiration and sample short alarms. The fse found a damaged hose in the rotor washing station, causing a leak during the suction process. After replacing the hose, the issue was resolved. Based on the alarm trace data, pre-analytical issues were also present. The investigation determined that the issues found by the fse were the root cause of the event.

Manufacturer narrative:
The test for creatinine was creatinine jaffe gen.2 (creaj2).